Event description:
(B)(4) event occurred in germany. The patient reported that the packaging of the infusion set is not intact on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.